Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported in the outpatient oncology unit, the nurse was flushing post blood draw, and the syringe "popped off" the maxzero, spraying her in the face with blood and fluid. No patient harm or medical intervention was reported. No further patient/event information was provided.